Manufacturer narrative:
The reported event was unconfirmed. Received seven photos for evaluation showing drainage bag with an inlet tube, sample port connector, catheter, tes and syringe. Received 1 drainage bag with an inlet tube, sample port connector, catheter, tes and syringe. Verified material number 2758j14 and manufacturing lot number ngjx5482. Visual inspection noted no obvious observations. Urine lumen filled with water and flow was observed. Urine lumen filled with water and flow was observed. Urine lumen filled with methylene blue solution (3 drops 1% methylene blue per 100ml distilled water) using in-house syringe and no blockage present. The reported event was unable to replicated. Risk, labelling, and DHR review are not required as the reported event is unconfirmed. No additional actions can be taken at this time. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter had poor drainage. Urine flow was confirmed upon insertion, but no spontaneous flow was observed thereafter. This was determined to be poor drainage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter had poor drainage. Urine flow was confirmed upon insertion, but no spontaneous flow was observed thereafter. This was determined to be poor drainage.